Event description:
Reporter called for father. Father had rec'd the er1 message "just a few times". Father most recently retested after the er1 message and got blood glucose of 257 mg/dl. Reporter said her father doesn't normally " run high blood sugars". Reporter said she didn't think he has ever had any blood glucose reading over 500.